Event description:
It was reported to covidien on (B)(6) 2012, that a customer had an issue with a dialysis catheter. The customer states the tenckhoff catheter was implanted in (B)(6) 2008. The patient found that he could not drain pd solution on (B)(6) 2012. After an x-ray, it was found that the catheter ruptured inside the peritoneum. Approximately 9 cm of the catheter fell into pelvic cavity. The broken segment was removed through surgery. The patient was changed from peritoneal dialysis to hemodialysis.

Manufacturer narrative:
(B)(4). An investigation in currently underway. Upon completion, the results will be forwarded.